Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
It was determined this event was previously reported in manufacturer report # 3004209178-2011-05741. Any additional information regarding this event will be reported in this manufacturer report number. It was reported that the patient experienced hypoxia and hypotension. This resulted in the patient being hospitalized. The patient received the intravenous antibiotic ceftriaxone on (B)(6) 2011. The next day the patient was diagnosed with right upper lobe aspiration pneumonia. The day after that the patient was given oral antibiotic keflex, and the patient¿s foley catheter was removed. On (B)(6) 2011, the patient was prescribed albuterol four times a day when necessary. It was later reported that the patient also had a urinary tract infection. Additional information reported that the patient experienced an altered mental status and septic shock. On (B)(6) 2012, it was reported that the patient recovered without sequela on (B)(6) 2011, but it was unclear what this was in reference to. It was also reported on that day that the patient was having an increase in spasticity. The patient was given oral baclofen on (B)(6) 2011 until the patient¿s pre-existing urinary tract infection was resolved. The event resolved without sequela on (B)(6) 2011. The drug in the pump was lioresal.